Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product was not returned.

Event description:
It was reported that he patient was hospitalized with elevated blood glucose levels as high as 480 mg/dl. He was treated with an IV of insulin. The patient had been experiencing difficulty clearing e4's (occlusion errors) on his infusion device. Troubleshooting did not identify any issues with the infusion device. The infusion device was not requested to be returned for product evaluation.